Event description:
Implant- acetabular liner was mislabeled 26mm but was actually 28mm. Implant placed in pt on 9/20/94. Pt returned to surgery on 9/22/94 to replace the 26mm femoral head with a 28mm femoral head to fit into the 28mm liner. The surgeon felt this would be less invasive for the pt.